Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they had received motor errors twice and also received motor position encoder error. It was reported that they had error during rewind and prime. The insulin pump will not be returned for analysis.